Event description:
During surgical procedure, the surgeon attempted to catch the endo stitch needle before actual use on the patient and the device was not working to catch the endo stitch needle. Three attempts were tried with no success. No harm to patient as it was not yet used on the patient. Device removed from the field.